Manufacturer narrative:
(B)(4). The actual device was received for evaluation. The reported complaint was confirmed. The device alarmed during door opening. The operating unit was replaced and preventive maintenance service performed. The pump was then tested according to specification and a delivery accuracy test was performed. In addition, alarm da 2119 was induced into the pump during infusion and it was confirmed that no free flow occured during alarm or when door is opened. The pump passed all tests.. The pump's log was reviewed and no indication of a deviation of the delivery accuracy was found.

Event description:
As reported by the user facility: the pump alarmed 2119 and shut down. Pump was running fentanyl on that pump. It alarmed and our clinical staff went in; took the pump. And replaced it with another pump.